Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced loss of consciousness that required prolonged hospitalization. At the end of the procedure, the patient was unable to fully regain consciousness from the anesthesia, and to date, the situation is unchanged. On diagnostic tests, however, the problem seemed to be related to anesthesia and none of the biosense webster products used in the procedure. The patient is unconscious and the hospital is carrying out diagnostic tests to determine the cause of the event. The patient status remains unchanged. It was reported that the patient had some difficulty waking up after anesthesia following a gastroscopy some years ago. The patient did not interrupt direct oral anticoagulants (doacs). The procedural activated clotting time (act) during procedure was greater than 400. There was one transseptal puncture site performed during the procedure. There were 21 pulsed field ablations conducted during the procedure. Sixteen were within the pulmonary veins and 5 outside the pulmonary veins. Although the adverse event is reported to be due to anesthesia, the adverse event is conservatively reported under the ablation catheter as the patient was in the hospital undergoing diagnostic tests to determine the cause of the event, which means the exact cause is unknown. Additionally, there is not enough detail to completely rule out the adverse event from the ablation.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).